Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole on the pebax's surface. Initially, it was reported that at first ablation, contact force (cf) value rapidly increased and the catheter moved significantly from the 3d screen. The same issue was confirmed after re-obtaining 0 and ablating without contact with the myocardium. Error codes 402 and 433 occurred. The environment around the catheter table was checked. Reset visualization was performed, and the ablation catheter cable was replaced, but the problem was not resolved. When the catheter was removed from the cardiac cavity, it was confirmed that blood was flowing into the catheter tip. The catheter was replaced, and the error disappeared. The issue was resolved, and the ablation was successfully completed. The procedure was completed without patient consequence. Additional information was received. It was indicated that there was no difficulty experienced while maneuvering the catheter. Although there was some blood on the tip of the catheter, there was no visible damage confirmed during the procedure. The force issue, sensor error, and blood observed were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 11-may-2024, there was reddish material and a hole on the pebax's surface. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 11-may-2024.

Manufacturer narrative:
E 1. Initial reporter phone :(B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection, force, and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force or magnetic issues were observed. A manufacturing record evaluation was performed for the finished device 31215160l number, and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force and magnetic issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax's damage, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).